Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to september 26, 2017. Per DHR review: a review of the device history record for 1010-01-101 broach-adapter-straight (sn. Jjae00061) did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the broach did move when locked into the adaptor but not defect was found and did not affect functionality of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date is unknown. The device date of manufacture is unknown; therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the broach adapter device did not hold the actis broach securely, the locking latch was loose and the broach did not have a secure connection and moved in multiple directions. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.